Manufacturer narrative:
(B)(4). A partial lead measuring 56.1cm was returned in two segments for analysis. Internal insulation abrasion was noted at 9.4-10.9cm, 11.7-13.1cm, and 25.5-26.2cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
It was reported that during explant of an advisory device, the lead was explanted due to external conductor coils. No further information was provided.